Manufacturer narrative:
Weight, ethnicity, race: unk. This product is not marketed in the us. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -11.0/1.5/086 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault and the problem was resolved. Cause is reported as unknown.